Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. The device inspection and testing could not confirm the flashing/flickering image, but did observe a noisy image; however, the image subject could still be recognized. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, before the patient was under anesthesia, the image on the hd autoclavable camera head was observed to be flashing. The intended procedure was completed using a similar device. The procedure was delayed less than fifteen minutes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and the phenomenon ¿image flashes¿ was not duplicated, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.